Event description:
During a esphagastrectomy using the power circular stapler. The firing sequence was incomplete. The tissue was not cut or stapled. A thorocatomy was performed to complete the anastomosis.